Event description:
The customer reported that during transport within the hospital while the unit was in use on a pt, the unit displayed "maintenance code #7"; when the customer hit the help button, the display started to flicker. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the reported failure. The company rep replaced the monitor module(B)(4) and the display controller board (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.